Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via e mail that she had low blood glucose of 36 mg/dl and paramedics came to her home. The customer declined to troubleshoot but wanted to report the incident only. No further information was provided.